Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis and treatment rendered was not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that a patient actually experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The physician stated that the reported event was likely due to infectious etiology and break in aseptic technique during the pd procedure. The patient was treated with unknown antibiotic (dose and frequency not reported) for the peritonitis. The patient had recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.